Manufacturer narrative:
(B)(4)

Event description:
It was reported during an in-clinic follow-up session, the left ventricular capture threshold could not be determined and x-ray imaging noted lead dislodgement. The lead was explanted and replaced. The patient condition were stable before during and after the procedure.